Manufacturer narrative:
Approximate age of device ¿ 3 years, 5 months. The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that after over 3 years of support, pump stoppage events occurred. The patient exchanged the system controller and the lvad system worked fine after the exchange. The healthcare professional tried to download the history from the system controller used during the events without success. There was no communication established between the system controller and the system monitor and the display was dark. Log files from the new system controller captured an additional pump stoppage. Reportedly, the patient was very active but had a weight increase of 25kg since implant. The x-ray images of the portion of the driveline internal to the patient showed shielding that looked stressed / stretched in comparison to an x-ray from 2015. A second area of possible driveline damage was observed near the connector of the distal, external driveline under a rescue tape repair. The patient was reportedly stable and asymptomatic. The manufacturer¿s technical service representatives performed an evaluation of the external part of the driveline. No alarms were reproduced during testing. A decision was made to replace the external driveline to minimize the risk of potential damage of the external portion. After the external driveline was replaced, the system worked as expected and no further alarms occurred. No additional information was provided.

Manufacturer narrative:
Device analysis: approximately 17 inches of the external portion/distal end of the driveline was returned for evaluation. Minor metal braided shield breakdown was found throughout the length of the returned portion of the driveline. Visual inspection of the underlying wires revealed slight kinking of the brown, red, and orange wires adjacent to the metal connector with no evidence of damage or wear to the insulation. Electrical continuity testing of the returned portion of the driveline revealed that all wires were electrically intact. High potential testing did not reveal any areas of current leakage that would have resulted in an electrical short. The system controller in use with the patient at the time of the event was returned to the manufacturer for evaluation. Upon connecting the returned system controller to laboratory equipment, a driveline disconnected message displayed on the user interface panel. The system controller was disassembled and examination of the internal components revealed compromised driveline circuitry components that resulted in the driveline disconnected message. The log file retrieved from the returned system controller was analyzed and contained data consistent with the investigation results. A motor stopped event was recorded in the log file on 2017(B)(6) and on 2017(B)(6) an additional motor stopped with driveline disconnected alarm occurred. These events appeared to have occurred while the system controller was connected to external battery power. The second submitted system controller log file contained data from 2017(B)(6) between 10:28 am to 02:22 pm. The log file data appeared to indicate the initialization of the system controller, and at 10:51 am, a motor stopped event occurred along with corresponding low speed advisory/low speed hazard events. X-ray images examined showed potential areas of shield breakdown on the driveline internal to the patient. Although the findings of the returned system controller, analysis of the log file data and review of the submitted x-rays indicated a potential driveline wire issue, driveline wire damage could not be confirmed because the pump was not available for evaluation. The device remains implanted and the patient remains ongoing on vad support. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.